Event description:
It was reported the tl60 was used during a colon resection. It was reported while stapling the small bowel the staples fell out of the bowel and after firing and did not form correctly. This happened with four firings. The surgeon had to suture the anastomosis. The assisting resident reported the retaining pin may not have been pushed forward. There was no consequence to the pt.

Manufacturer narrative:
The results of the investigation conducted by the appropriate engineers and technicians are listed below. Visual inspections & results: cartridge batch number unknown, cartridge position not returned, casing position midway, hook shroud condition good, instrument serial number 395, lockout slide position unlocked, number of staples returned in cartr not returned, retaining pin position midway, safety position locked, trigger position open/locked. Functional tests & results: hook shroud condition good, indicator function properly yes, indicator setting when firing 2.5, knob collar lockout slot condition good, lockout slide tip condition good, safety disengage properly yes, staples fire properly yes, staples form properly yes. Analysis conclusion: based upon the info received and the visual and functional results, no conclusion could be reached as to what may have caused the reported incident. The instrument was fired with a reload cartridge and it fired and formed all the staples as designed. There were no anomolies noted with the formation of the staples. It should be noted the retaining pin must be fully forward and compeltely into the anvil hole prior to firing the instrument. If the retaining pin is not fully forward it will cause the staples to not connect with the anvil and will cause the staples to be malformed. Mfg and engineering have been notified of the reported incident. Co strives to understand each incident as it is reported in order to continuously improve products.